Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the leakage test, the foreign material came out from the instrument channel of the subject device which was just returned from the repair. Olympus (B)(4) checked the subject device and found that the auxiliary water channel was clogged with the foreign material like a rubber. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), the reported phenomenon was attributed to the inappropriate repair work as the foreign material seemed to be the adhesive mixed in the previous repair.